Event description:
It was reported that a patient underwent an orthopedic procedure for an artificial head bone replacement on (B)(6) 2014 and suture was used. During passage of the needle through the joint capsule, the tip of the needle broke. During the procedure the tip was not located. Following surgery an xray was performed which visualized the needle tip. The patient underwent a re-operation to remove the needle tip. Additional information has been requested.

Manufacturer narrative:
(B)(4). Actual sample was returned for evaluation. The used needle was examined for visual inspection attribute defects and no manufacturing defects were found. The point of the needle was visually examined and the point was cut by use of the needle holder since there are several marks on the body point piece of the needle. The sample condition suggests an improper handling of the needle. This defect cannot be attributed to the manufacturing process representative used needled samples were returned for evaluation. Samples were examined for visual inspection attribute defects and no manufacturing defects were found. The point of the needles was examined and no damaged points or needle breakages were observed.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.